Event description:
A report was received that the patient was explanted due to an infection. The patient had slipped (non-device related) and fell on her battery site. The battery site had opened and became infected. The patient's symptoms included oozing at the pocket site. The patient was prescribed IV antibiotics and was reportedly doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-8216-50, serial # (B)(4), description: artisan surgical lead with platnalock technology - 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.